Manufacturer narrative:
Clarification to reported partial explant (d6b) date: on (B)(6) 2026. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: seroma. The reported event or events are physiological complications (seroma), and device analysis typically does not help allergan determine the cause.

Event description:
Patient reported "late onset seroma". This record is for the left side. Device explanted.